Event description:
It was reported that the patient had a surging sensation. It was noted that this occurred about 2 to 3 weeks after one night where the patient had a problem turning the implantable neurostimulator (ins) on. It was noted that the patient was able to turn the ins on but then noticed a surging sensation after this point in time. It was noted that the patient received nerve blocks and did have the device turned off for ¿a little bit¿ but when the patient turned the device back on about a week ago the surging continued. It was noted that the patient reported no falls or trauma when this occurred, however the patient did fall yesterday. It was noted that the patient was active and golfed. It was noted that the patient reported stimulation used to cover the right side of the body in the leg but the patient was now currently getting mostly left and all left stimulation with both leads. It was noted that the manufacturer representative would try to be present when they did the x-rays. It was noted that impedances were tested and 7 electrodes were within normal limits. It was noted that the #4 electrode was out of range but was not used in the programming. It was noted that the patient had x-rays on 2013-(B)(6) and there was no evidence of fractures and the leads appeared epidural. It was noted that intervention was to be scheduled and the outcome was to be determined.

Manufacturer narrative:
Concomitant: product ID 3888, lot# v010642, implanted: 2006-(B)(6), product type lead, product ID 3888, lot# v010642, implanted: 2006-(B)(6), product type lead, product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).